Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer's sensor and infusion set came out while golfing today. Customer stated that he lives in a high humidity area. Customer's blood glucose was 50 mg/dl when he checked. Customer stated that he drank (B)(6) to bring his blood glucose up. When the customer got home, he noticed that the infusion set and sensor came out. Customer stated that when he drank the (B)(6), his blood glucose was at 220 mg/dl. Customer had reinserted the new infusion set and sensor. Customer's blood glucose was at 165 mg/dl this evening. Customer then checked later and his blood glucose was at 152 mg/dl.